Manufacturer narrative:
Information was received on 12/01/2020 indicating that there was no patient involvement, all errors occurred during testing.

Event description:
It was reported that a smiths medical pump alarms every time latch is closed. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a bubble on downstream occlusion (dso) seal. During analysis, the pump was unable to repeat the reported problem. In the event log, several entries of downstream occlusion were found. The dso sensor will be replaced by service. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.